Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device history lot review is pending. Additional reporter: (B)(6).

Event description:
The event occurred on an unspecified date and involved a tego connector, appx 0.05 ml where it was reported the connectors are not lasting a week. Part of the tego hub was cracked. There was unknown patient involvement and no adverse event.

Manufacturer narrative:
Investigation summary the complaint of a part of the tego hub was cracked on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.